Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when the operator of the device pushed on the plunger, the liquid came out at the side of the syringe and onto the patient's arm and shirt.

Manufacturer narrative:
D9 - date returned to mfg: 07-oct-2025. H3: one used product and pictures were received for analysis. The sample was viewed under magnification, and a crack was noted on the hub of the needle-pro (mp964). Prior to testing the hinges of the pro was severed and removed to allow the cannula to be exposed. It then was assembled to a fluid filled, 3ml, luer-lock syringe from stock according to IFU (as10011059-002, sections 6.2 & 6.3), by firmly seating the needle-pro to the syringe and needle to the needle-pro, using a push and a clockwise twist. The assemblies were tested and the sample leaked. Review of the maintenance logs for the assembly machines, did not identify any issues that could potentially be associated with a crack on the side of the edge needle-pro hub. Per an engineering area technician, the machine assembly process is the same for the different sizes of edge needle-pro components and does not include any factors or conditions specific to the 25g size component. Complaint information will continue to be monitored for any new information or adverse trends, and further actions will be taken accordingly. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.